Manufacturer narrative:
It was reported that a patient underwent cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was also reported that after pulmonary vein isolation (pvi) and cavotricuspid ishmus (cti), about 3 hours after the start of the procedure, blood pressure decreased was observed, and effusion was confirmed by echocardiography. Drainage was performed and the patient's condition stabilized after drainage. Device evaluation details: on 31-jul-2023, the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. In addition, during the product evaluation, the lot # was verified to be 31016785l. As such, field d4. Lot has been updated. Based on the verified lot #, a manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4). Has two reports: (1) for product code d134805 (thermocool smart touch sf bi-directional navigation catheter) (2) MFR # 2029046-2023-01494 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a thermocool smart touch sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. Additionally, a carto vizigo¿ 8.5f bi-directional guiding sheath - small was used during procedure and experienced air backflow. It was reported that about 15 minutes after the start of use, air was drawn into the vizigo sheath. The issue was resolved by replacing the sheath. No air was introduced to patient. Airflow issue was resolved by replacing sheath. No medical intervention required. No neurological symptom exhibited by patient since procedure was complete. No abnormalities observed prior to use of product, abnormalities were observed during the use of product. It was also reported that after pulmonary vein isolation (pvi) and cavotricuspid ishmus (cti), about 3 hours after the start of the procedure, blood pressure decreased was observed, and effusion was confirmed by echocardiography. Drainage was performed and the patient's condition stabilized after drainage. Patient was returned to the ward. Ablation was completed prior to noting cardiac tamponade. This adverse event was discovered post use of biosense webster products. No evidence of steam pop. No error message observed during the procedure. The physician's judgment on health hazard of the adverse event as non-serious (moderate/minor). The physician¿s opinion physician's opinions on the relationship between the event and the product is that the catheter may have been hit when the intracardiac dc was performed, but the physician himself was unsure. There was no evidence of steam pop and no error messages presented during the procedure. An rf needle was used for transseptal puncture. Contract force monitoring methods included vector. Visitag color settings included tag index. Visitag parameters for stability included range 2mm, time 3sec, force over time (fot) 25%, 2mm tag. Respiration filter was used. Irrigated catheter was used with the following flow settings: pre rf time 1sec, post rf time 2sec, during ablation 15-20ml/min. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation.